Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window, cracked case near the display window corners, cracked case near the reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via syringes. Customer believed they had a kink in the tubing however the device did not alarm no delivery. Customer delivered a bolus via insulin pump and took a total of 50 units of insulin. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.